Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the device was passed down the trocar, the seal was not complete and air leaked with loss of pneumoperitoneum. No patient consequence.